Event description:
It was reported that the power light on the carelink monitor blinks on and off instead of staying continuously lit and transmissions could not be sent through. The monitor was replaced. No patient complications have been reported as a result of this event.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis found that the customer comment could be confirmed. The power led lights flashed when using the returned power supply. The device did power up when a known good power supply was used. Correction: a correction to model number was made to reflect correct model as 2490c8.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Correction: a correction to model number was made to reflect correct model as 2490c8.

Event description:
It was reported that the patient's carelink monitor (clm) was not working and the lights were blinking, and a transmission would not send. The clm has been successful in the past. The monitor will be returned. No patient complications have been reported as a result of this event.